Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. (B)(4).

Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device. No accidental stick reported. No adverse event reported. The manufacturer requested return of suspect product for evaluation.